Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. It was suspected that there might had been a micro-dislodgement. Subsequently, this rv lead was explanted and replaced. No additional averse patient effects were reported. This lead was discarded and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. It was suspected that there might had been a micro-dislodgement. Subsequently, this rv lead was explanted and replaced. No additional averse patient effects were reported. This lead was discarded and will not return for analysis.